Event description:
An autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in an adult pt. According to the complainant, the tip split open inside the pt as they started to cannulate. No part of the device detached inside the pt. The device was removed and a second autotome rx sphincterotome was used to successfully complete the procedure. No complications were reported as a result of this event, and the pt was "fine" following the procedure.

Manufacturer narrative:
The suspect device has been discarded. A device evaluation is not available, and the cause of the reported malfunction is undetermined. A review of the complaint database revealed that no additional complaints have been reported for this lot. The 2008, 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.